Event description:
The customer reported that while running genetic systems hiv-1/hiv-2 peptide assay, their summit sample handler using ortho elisa software version 6.7 failed to generate an error message when five wells in rows 1 and 3 were found empty. Software engineers are investigating to determine root cause. No death or serious injury was associated with this event.